Event description:
Co heard through a third party observer, a health care provider, on 4/8/99 that one of co's products was involved in an incident. It was stated that a pt broke his wrist while being treated using a hand & wrist continuous passive motion machine (under supervision of a therapist). The machine is owned and placed by a rental competitor, and further information cannot be obtained. Also, the machine is currently involved in litigation. Nothing is known about the machine regarding its age, use, serial number, maintenance history or purchase source. It is believed that the machine is quite old. Co has no other similar incidents on file.